Event description:
It was reported that the micro oscillating saw leaked an oil-like substance from the seal at the bottom during sterile processing at the user facility following a procedure. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console. There was no patient, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The handpiece was disassembled and the motor assembly which includes the tps flex assembly was replaced due to corrosion. The presence of corrosion to the tps flex assembly in the motor assembly could cause or contribute to the console displaying bias current error due to loss of electrical connection. The presence of a substance being emitted from the handpiece is likely to be caused or contributed to by the presence of fluid inside of the device.